Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized. Date of hospitalization was unknown. The reporter stated the customer over-bolused, causing them to be hospitalized. It was also found the customer was disconnected from the insulin pump by their healthcare provider. Customer could not be contacted to provide further information about their hospitalization. The customer will not be returning the insulin pump for analysis.